Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that while removing the 4.0 x 8 mm nc trek balloon catheter from the dispenser coil the side port broke off. There was no resistance felt during removal of the balloon catheter from the dispenser coil. The device could not be used on the patient. A new same sized nc trek balloon catheter was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.